Event description:
The account alleged the nurse call did not function. No patient impact.

Manufacturer narrative:
The account found a damaged communication cable. The account replaced the communication cable to resolve the issue.